Event description:
Heparin infusion ordered at 30 cc/hr for a pt with the diagnosis of r/o mi (rule out myocardial infarction). Rate of infusion entered in and double checked by two nurses. 1 1/2 hours later the pump alarmed indicating fluid depleted. The pump was found set at 300 cc/hour and should have been set at 30 cc/hour. The heparin concentration was 25,000 units in 500 cc's of fluid. It is believed that the rate was set in error due to confusion with the visualization of the digital rate display. Pt bleeding profile markedly elevated creating high potential for bleeding. Immediate treatment administered with fresh frozen plasma and vitamin k. Reversal of elevated bleeding profile accomplished without further adverse reaction to pt. This problem surfaced with the housewide software revision that occurred sometime prior to the occurrence at which time the device was identified as error prone. The software revision was accomplished at the request of the hospital's anesthesia dept. Staff alert and education was initiated by announcement of alert in the nursing newsletter by the hospital clinical development program rn.